Event description:
The customer reported there were spikes in the xray tube. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep recommended that the customer replace the tube.